Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand. Customer reset pump before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that pump could continue to be used.